Event description:
Clinical trial. It was reported that post index procedure, the patient had a myocardial infarction (mi), stent thrombosis (st) and target vessel revascularization (tvr). The patient presented to the index procedure with an acute mi. The target lesion was in the proximal right coronary artery (rca), 2.75 mm wide, 16mm long, and 95% stenosed. The physician predilated the lesion prior to placing a 2.75 x 16 mm taxus express2 stent. The stent was well apposed and a dissection was not present. Residual stenosis was 0%. The patient received aspirin, heparin, plavix, nitroglycerin, and bivalirudin during the procedure. The patient was discharged 5 days later on aspirin, plavix, beloc, ramipril, munobal and locol. On day 364, the patient presented with acute angina. The patient was only on aspirin at the time. The patient was diagnosed with an mi and taken for cardiac catheterization, which revealed complete instent closure due to a stent thrombosis. The lesion was successfully balloon dilated. The patient was also treated with integrilin and heparin. The event resolved and the patient was discharged 7 days later on aspirin, plavix, beloc, ramipril, locol, amd munobal. In the opinion of the physician, there is a possible relationship between the events and the stents.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing record for this particular batch # 7770459 shows that the device met its material, assembly and product specifications at the time of its release to distribution.